Manufacturer narrative:
Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
On 2015-11-09, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) year-old, male patient who was receiving hydromorphone 25mg/ml at 3 mg/day via an implantable pump for non-malignant pain. In (B)(6) 2015, approximately 1 month post pump replacement, the patient experienced inadequate therapy and increased pain. There were no alarms present and the reservoir volume was not checked as the patient was not due for a refill. On (B)(6) 2015, the patient's physician replaced the catheter due to inadequate therapy. The hydromorphone dose was titrated to a desired therapeutic level. Additional information has been requested regarding the cause of the event, troubleshooting and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.